Event description:
It was reported that the bd 5ml luer-lok syringe experienced leakage. The following information was provided by the initial reporter: we are testing the syringe water leakage under pressure, and seeing leaks on devices that were aged at temperature.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Additional review of this complaint has determined that the event is unlikely to cause serious injury/harm to a patient. The initial MDR submission, (MFR report# (B)(4) may therefore be disregarded. The following information has been corrected: b.5 describe event or problem: it was reported that the bd 5ml luer-lok syringe caused general dissatisfaction. Because the syringe was used outside of the recommended guidelines and the customer was only testing the product, there was no patient / medication involvement. The following information was provided by the initial reporter: we are testing the syringe water leakage under pressure, and seeing leaks on devices that were aged at temperature.

Event description:
It was reported that the bd 5ml luer-lok syringe caused general dissatisfaction. Because the syringe was used outside of the recommended guidelines and the customer was only testing the product, there was no patient / medication involvement. The following information was provided by the initial reporter: we are testing the syringe water leakage under pressure, and seeing leaks on devices that were aged at temperature.